Manufacturer narrative:
The insulin pump had a peeling keypad overlay. The insulin pump had intermittent button response due to light moisture damage to the keypad traces. No display anomaly was noted. The insulin pump was received missing the end cap sticker and had minor scratches on the display window.

Event description:
It is reported that a customer has physical damage to the buttons of their insulin pump. The patient's blood glucose level was 128 mg/dl at the time of the call. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.